Manufacturer narrative:
Stryker advised the customer to remove this device from service due to the age of the device.

Event description:
The customer contacted stryker to report their device's keypad was unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.